Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the system was unable to connect to the network. The ethernet bulkhead connector was replaced, and the issue resolved. The system then passed the system checkout and was found to be fully functional. The connector was returned to the manufacturer for analysis. Analysis found that the reported issue could be duplicated. One side wall of the connector was pushed out. Also, a continuity check revealed an open for pins 1 and 2. Analysis found that the reported event was related to an electrical issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported that the ethernet port on the system was not working. There was no patient present when this issue was identified.